Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they was experienced low blood glucose level. The customer¿s blood glucose level was 39 mg/dl. Customer did not alleged that the insulin pump was over delivering. Customer was on auto mode at the time of incidence. Customer reported that at the time of call they had high blood glucose level and also mentioned the issue for bent cannula. Customer was advised to follow up with their health care professionals. The insulin pump will not be returned for analysis.